Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device does not work. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink or vdoc. Initial qa inspection of the skin graft mesher by medicrea on (B)(6) 2018, revealed that the bottom roller, roller gear, bearings, right side plate and left side plate were all damaged. The calibration was within specification. The device produced an incomplete mesh. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018, which included replacement of the bottom roller, roller gear, bearings, right and left side plate. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device produced an incomplete mesh. The cause of the device not working was due to the device producing an incomplete mesh. The root cause of the device not working could not be determined with the provided information since it is unknown how the roller and roller gear damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
The device does not work. Additional information is not available. Initial inspection revealed the device was not cutting and produced an incomplete mesh.